Event description:
The user facility reported experiencing decreased gas exchange shortly after initiating a bypass procedure. The initial unit was changed out for a second oxygenator. The case was successfully completed and the pt is reported to be "doing very well."

Manufacturer narrative:
The involved device was returned, decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously. There is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions and the steps recommended for change out during use are addressed in the device labeling. All available info has been maintained in the qa files for appropriate tracking, trending and follow up.